Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15556565, revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will resubmitted within 30 days of receipt.

Manufacturer narrative:
The product will be return for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt

Manufacturer narrative:
During insertion into the target aneurysm, the orbit mini complex fill 2.5x3.5 coil (637mf2535/ 15556565) stretched. After the event, the same sl 10 microcatheter was used with the next device, and the procedure was completed successfully. During placement, the coil was left in the aneurysm, while the microcatheter was repositioned. A constant and dedicated heparinized saline source utilized was used at all times through the sl-10 microcatheter, and the microcatheter was not re-shaped. Other that what was reported, no other damages were noticed on the device (kink, bend, crack, separated, fracture, etc), and the coil remained attached to the delivery system. There was no adverse event reported, and the component will be return for analysis. A non-sterile orbit mini complex fill2.5x3.5 was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked. The introducer was received partially zipped without damage just residues of dry blood can be observed on it. The support coil was found outside of the introducer and it was found kinked. The gripper was found stuck with the zip of the introducer. The embolic coil was found stretched and was found inside of the introducer and it was still attached to the gripper. The gripper and embolic oil were inspected under microscope; the gripper was found compressed and the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. It was reported that the coil was left in the aneurysm while the microcatheter was repositioned. The instructions for use cautions that during coil positioning, repositioning the infusion catheter while the coil is deployed can lead to damage and/or premature detachment of the coil. This procedural factor and vessel/target site characteristics may have contributed to the reported stretching of the coil. There is no indication of any device manufacturing issues related to the event; therefore, no corrective actions will be taken at this time.

Event description:
During insertion into the target aneurysm, the orbit mini complex fill 2.5 x 3.5 coil (637mf2535/ 15556565) stretched. After the event, the same sl 10 microcatheter was used with the next device, and the procedure was completed successfully. During placement, the coil was left in the aneurysm, while the microcatheter was repositioned. It was unknown if during placement additional manipulation or torque was used, or if there was any resistance/friction between the coils system and microcatheter. A constant and dedicated heparinized saline source utilized was used at all times through the sl-10 microcatheter, and the microcatheter was not re-shaped. Other that what was reported, no other damages were noticed on the device (kink, bend, crack, separated, fracture, etc), and the coil remained attached to the delivery system. There was no adverse event reported, and the component will be return for analysis.